Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('a foreign body in the posterior myometrium penetrating the uterine wall') and embedded device ('foreign body in the posterior myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, gastrointestinal disorder, ppd skin test positive, pelvic pain, uterine fibroids and abnormal uterine bleeding. Previously administered products included for an unreported indication: ativan, nystatin-triamcinolone and diflucan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral cornual resection with essure removal and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmennorhea, perforation date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pif). Left: 4 coils,right: 3 coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was ducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('a foreign body in the posterior myometrium penetrating the uterine wall') and embedded device ('foreign body in the posterior myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, gastrointestinal disorder, ppd skin test positive, pelvic pain, uterine fibroids and abnormal uterine bleeding. Previously administered products included for an unreported indication: ativan, nystatin-triamcinolone and diflucan. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral cornual resection with essure removal and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmennorhea, perforation date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pif). Left: 4 coils,right: 3 coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'a foreign body in the posterior myometrium penetrating the uterine wall' and ''a foreign body in the posterior myometrium ', medical history, patient's aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia, dysmennorhea, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, event coding change from injury to "fallopian tube perforation", new event "pelvic pain, abdominal pain, dyspareunia, dysmennorhea, rash, skin condition. Patient dob was added, product start and removal date added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.